Event description:
Per the clinic, the patient experienced an infection at abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia on march 14, 2019 in order to remove the abutment.